Manufacturer narrative:
See manufacturer¿s report #3004209178-2019-18601 and 3004209178-2019-18602 for the patient¿s other issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a revision. They stated that the ins did ¿not seem to like her body¿ and in only the last year and a half, their ¿body kicks them out¿. The patient stated ins surfaced towards the skin and came very close to the top of the skin. As a result, they had to remove ins and replace it with a new one in the patient¿s other butt cheek. There were no further complications reported or anticipated.